Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/16/2017 a medtronic representative went to the site to perform a system checkout. Representative found that the control panel on the image acquisition system had faulty leds. The control panel was replaced and a system checkout was performed. System passed all testings and is functioning normally. The suspected panel was not returned to manufacturer for evaluation.

Event description:
A site representative reported that imaging system pendant was not responding. No patient was present at the time of the issue.

Manufacturer narrative:
The software investigation of the logs found that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database.

Manufacturer narrative:
The hardware investigation of the returned control panel found that the reported event was related to an electrical issue. The panel did not pass continuity test. There was an open found on the "movement enable" led. The reported event was confirmed.